Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the implant of the device and implanting the device at an off-label location have been ruled out as potential causes. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported numbness and heaviness in their legs. Additionally, the patient reported neurological pain and sciatic cramping after the trial neurostimulator was removed. The patient was instructed to remove the device for a few days. The transmitter assembly settings were changed and the patient reported 85% relief.